Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Event description:
An implantable pulse generator (ipg) was returned from a health care professional post mortem. Information identified in the paperwork indicated the patient died approximately 11 months post implant of the ipg system and cause of death was unknown. A cause of death was requested and not received.